Event description:
It was reported that the patient was treated by emergency medical services (ems) for hypoglycemia on (B)(6) 2026. The patient's blood glucose level declined to 66 mg/dl while wearing the pod for less than 48 hours, requiring emergency medical intervention. The patient reported experiencing dizziness. Ems responded and treated the patient for approximately one hour, administering oral glucose until the patient's condition stabilized. The pod involved in the event was reportedly discarded and was not available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.